Event description:
It was reported that there were communication/telemetry issues and a coupling issue. No diagnostic testing or troubleshooting was performed, it was not required. If there was a product issue, the issue was not resolved and the cause of the issue was not determined. Actions required as a result of the event was an explant which was planned. The patient was not using the stimulator and the battery was overdischarged. The patient was unable to get more than two bars when recharging. The patient wanted the device explanted as the stimulator was put in for leg pain but they were no longer having leg pain. Upon follow-up it was reported that there was pain at the generator site. Actions required as a result of this event was an explant . There was pain at the device site and less than 50% therapy relief. At the time of this report the patient was alive with no injury. The patient recovered without permanent impairment. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(6) implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4) product type: recharger. Product ID: 97740, serial# (B)(4) product type: programmer, patient. (B)(4).